Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm leaked at catheter junction ¿(1) specific use (including specific time, purpose of use, and circumstances of use): on (B)(6) 2025 10:05 pm patient underwent arterial puncture with an indwelling needle for monitoring arterial pressure due to his condition, and blood oozing from the arterial indwelling needle cannula interface was noted during puncture; (2) adverse event scenario: rupture of the arterial indwelling needle cannula; (3) effect on the patient: no harm was caused to the patient; (4) treatment measures taken and outcome: immediate removal of the arterial cannula and re-puncture with a new arterial cannula.¿